Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the left ventricular (lv) lead was found to dislodge while repositioning another lead. The physician elected to remove and replace the lv lead on (B)(6) 2024. The patient was in stable condition throughout.